Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13jan2021.

Event description:
The customer reported inaccurate tidal volume. There was no patient involvement. The field service engineer (fse) confirmed a damaged gas delivery system. The fse replaced the gds. Testing was performed and all test passed. The issue is resolved.